Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and/or reassembling the kit and tubing. The troubleshooting did not resolve the suction issue. A replacement pump was sent to the customer. The customer's pump was tested with the parts and accessories which were returned by the customer and failed the vacuum test. The pump was then tested with a lab kit and passed the vacuum test. See attached evaluation. Based on this, the issue was identified as potentially relating to the customer's parts and accessories, not the pump. A visual inspection of the customer's parts and accessories identified scratches/flash on the back side of the milk tunnels of one of the connectors and a slight bubble on the flap sealing surface of one of the media separation membranes. Additional testing was performed to further determine what specifically might be contributing to the low suction issue. The additional testing indicated that, although there were issues identified with the connector and media separation membrane, these defects did not contribute to the lower suction issue. The additional testing indicated that the root cause of the low suction issue can be attributed to a molding deficiency on the connectors sealing surface. Currently there is an open investigation (CAPA-(B)(4)), which identified molding enhancements to correct this deficiency which were put in place in july of 2017. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that her freestyle breast pump has become louder and it was having an issue with suction. She reported that it sounded like air was getting through. She tried, without any improvement, changing out the parts from right to left, restarting the pump, and switching the tubes from the pump to the breast pieces. She reported that she has had mastitis three times in the past and was prescribed antibiotics each time, though did not have mastitis at the time of the report.